Manufacturer narrative:
Device was used for treatment, not diagnosis. Hulsizer, d., weiss, a. And akelman, e. (1997). Ulna-shortening osteotomy after failed arthroscopic debridement of the triangular fibrocartilage complex. The journal of hand surgery, 22a, 694-698. This report is for an ao / asif 3.5mm 6 hole dynamic compression plate and screw / unknown quantity / unknown lot. Additional device product code: hwc. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, hulsizer, d., weiss, a. And akelman, e. (1997). Ulna-shortening osteotomy after failed arthroscopic debridement of the triangular fibrocartilage complex. The journal of hand surgery, 22a, 694-698. The authors reported on ulna-shortening osteotomy treatment after failed arthroscopic debridement of the triangular fibrocartilage complex (tfcc). Over a four year period, 160 wrist arthroscopies were performed; 97 had tfcc and underwent arthroscopic debridement. Of the 97, six men and seven women with an average age of 34 years (range: 18-59 years) experienced persistent pain in the tfcc region and underwent a 2 millimeter (mm) long ulna-shortening osteotomy with an association for osteosynthesis / association for the study of internal fixation (ao / asif) 3.5mm 6 hole dynamic compression plate. Follow-up was conducted at an average of 2.3 years after surgery. Serious injury results included patient 9, a (B)(6) female who complained that hardware caused pain along the ulnar border of the forearm. The pain was decreased by anti-inflammatory medication and resolved with eventual plate removal. This is report 3 of 4 for (B)(4). This report is for an unknown ao / asif 3.5mm 6 hole dynamic compression plate and screw.